Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodged due to twiddler¿s syndrome. The lead was completely pulled back into the device pocket with tissue noted on the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.